Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet was stuck inside the lead¿s lumen. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed by a stylet/guidewire. The stylet/guidewire was damaged. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet was stuck inside the lead¿s lumen. Another lead was implanted. No patient complications have been reported as a result of this event.